Manufacturer narrative:
Final device analysis reveals procedural non-conformance - user related. The catheter was returned in 3 sections. A hole was found in the pump connector which appears consistent with a needle stick.

Event description:
The hcp reported that the pump and catheter were explanted due to an infection. The pump delivered baclofen (concentration and dose not reported). No patient symptoms were reported. See manufacturer's report # 3004209178-2007-02023